Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 14308703 / 14308703.

Event description:
It was reported that following a revision procedure the patients incision site was not healing well. The patient developed an infection at ipg and lead site. The physician stated that the patient incision had opened and the ipg was exposed.

Event description:
It was reported that following a revision procedure the patients incision site was not healing well. The patient developed an infection at ipg and lead site. The physician stated that the patient incision had opened and the ipg was exposed. Additional information received that patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.